Event description:
It was reported, the pt is not receiving effective stimulation in his foot. The pt had been programmed one week prior and effective stimulation was achieved. The pt was consult with a physician regarding possibly taking surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.